Manufacturer narrative:
A software analysis was completed. The logs were reviewed but provided no additional insight regarding the cause of reported issue. The software analysis was unable to determine probable cause without further information since the behavior could not be replicated following a passing system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number and UDI number unavailable. A medtronic representative tested the equipment at the site. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during a planned maintenance (pm), a medtronic representative (rep) noted that the system was unresponsive and that the system displayed ¿no signal detected.¿ the rep was cleaning exams off the spine software, exited the spine software, and the software became unresponsive while the linux script was on the screen. The ¿ctrl + alt + backspace¿ command did not do anything. The rep performed a hard shut down, and when the system booted up it displayed ¿no signal detected¿ on the screen. The rep performed a second hard shutdown, and when booting up the system again it became unresponsive on the splash screen. The rep performed a third hard shutdown, and the system then worked normally after booting up. There was no patient present.